Event description:
The customer contacted ortho to report a lower than expected myoglobin result obtained from a previously reported cap proficiency fluid processed using vitros myoglobin reagent lot 1600 on a vitros 5600 integrated system. Cap proficiency sample b = 55 ng/ml versus expected 65 ng/ml biased results of the direction and magnitude observed could lead to inappropriate physician action they were to occur undetected. The lower than expected vitros myoglobin result was obtained from a previously reported cap proficiency sample and was not reported outside of the laboratory. There was no allegation of patient harm as a result of this event. This report corresponds to ortho clinical diagnostics (ortho) complaint number (B)(4)/ reportabiity assessment (B)(4).

Manufacturer narrative:
The investigation determined that a lower than expected myoglobin result was obtained from a previously reported cap proficiency fluid processed using vitros myoglobin reagent lot 1600 on a vitros 5600 integrated system. The assignable cause was not determined. The low myoglobin proficiency result was obtained while investigating an issue with biorad quality control performance. The customer considered the myoglobin proficiency result to be acceptable when compared to the reported result and therefore, no further investigation was performed to determine the cause of the low proficiency result. A vitros myoglobin lot 1600 reagent issue could not be completely ruled out as potential contributing factor as the customer was investigating a myoglobin qc issue with their biorad controls. However, a complaint review did not indicate an issue with myoglobin lot 1600. Ongoing tracking and trending of complaints has not identified any signals that would point to a potential systemic issue with vitros myoglobin reagent lot 1600. There was no evidence of an instrument malfunction. However, as no diagnostic precision testing was conducted to verify instrument performance, an instrument issue cannot be completely ruled out as a contributor to the event. Finally, a sample related issue could not be ruled out as potential contributing factor to the event as the lower than expected result was obtained from an aged proficiency sample that was stored frozen for approximately 4 months. Per the vitros myoglobin instructions for use, samples are stable for < or = 4 weeks when frozen.